Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 to treat sui and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to genuine stress incontinence and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary frequency and urinary incontinence. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dyspareunia, and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.